Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. We were unable to verify the unresponsive buttons or stuck button error alarm due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer reported that the insulin pump stop working. Customer stated that son went to swimming but he disconnected the insulin pump and place it on top of her bag so it won¿t get wet but it alarmed with stuck button. Customer stated that they did not press a button down for 3 minutes or longer. Customer reported that the insulin pump not change in altitude. Customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.